Manufacturer narrative:
Serial # not provided. The (B)(4) medical manufacture (manufacturer of the battery) stated that the cause of the failure was due to the poor resistance welding, in cell number 4; poor welding union on ptc raychem lr4-260f strip welding to the nickel strip.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The hospital biomed reported that during testing, the assembly battery li-ion,11ah,v60 failed the battery test. There was no patient involvement.

Manufacturer narrative:
The battery was returned to the v60 vent manufacturing facility for evaluation. Visual inspection of the v60 backup battery revealed no evidence of damage or contamination. The v60 backup battery was installed into a test ventilator in an attempt to duplicate the reported problem. The backup battery output was measure before installing into the test ventilator, and was within specifications. The test ventilator powered up and delivered breaths. The ac led indicator turned on. The test ventilator charging led indicator illuminated and flashed. On normal ventilation mode charging led indicator shut off and displayed battery failed alarm. The root cause for the battery failure has not been determined. The backup battery will be sent to the manufacturer for further analysis and a supplemental report will be provided with the new information when it becomes available.